Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, an infection and skin abscess was noted on the device pocket. It was suspected the infection was due either with erosion between skin and the device with hematoma at pocket level due to anticoagulant treatment or due to suture threads. The device was explant and replaced to resolve the event. The patient was stable.